Manufacturer narrative:
The reported event for the inability to advance the stylet was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet was able to be inserted to the distal region of the lead.

Event description:
It was reported that the patient presented for a device implant procedure. During the procedure, the stylet could not be advanced through the right atrial lead. The physician alleged that the issue was caused by the lead. The lead was removed and replaced in the same procedure on (B)(6) 2021. The patient was stable.